Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure in which an esu pencil and generator were in use, the pencil activated on its own without any keyed input by the surgeon. The self-activation resulted in burned holes in the gowns of both the surgeon and scrubs, and also the drape. There were no patient injuries. The biomed checked out the generator and everything checked out okay. Neither device will be returned for evaluation.